Manufacturer narrative:
The additional two proglide devices referenced are filed under separate medwatch report numbers. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was completed with proglide devices, using the pre-close technique, relative to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, post procedure the knot of the proglide device was not advanced all the way to the artery. Two additional devices were used with the same results. A stent was placed to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficult to position the knot; however the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D10, h3: device not returning.